Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the suction channel. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope]: 1. Visually and by hand, check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the control panel or scope connector. 3. Cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, sagging, deformation, bending, adhesion of foreign matter, falling off of parts, etc. Visually check that there are no abnormalities in the [inspection of suction function], [inspection of suction]. 1. Depress the suction button. Visually verify that water is being sucked into the suction bin. [Inspection of forceps channel]. 1. Insert the treatment instrument through the forceps plug, and check visually and by hand that the treatment instrument comes out smoothly from the suction/forceps opening at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customers allegation of angulation issues was confirmed and due to wear of the angle wire, bending angle in up direction did not meet the standard value. Additionally, residual liquid or foreign material came out of suction-cylinder. The following findings were identified and are as follows: (a.) Adhesive on bending section cover (a-rubber) had a chip, (b.) Adhesive on a-rubber had white-clouded area, (c.) Adhesives around objective lens had white-clouded area,(d.) Adhesives around light guide lens had white-clouded area, (e.) The connecting tube had a dent, (f.) The connecting tube had a wrinkle, (g.) Due to damage on charged cable device unit (ccd unit), a noise image occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the gastrointestinal videoscope experienced angulation malfunction issues of tip. It was unknown when the event took place. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no report of patient or user harm associated with the event. Subsequently the device was evaluated, and it was discovered that there was foreign liquid came out of the suction cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.